Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05697. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2012 due to vaginal mesh erosion with pain and dyspareunia.

Manufacturer narrative:
Corrected narrative: the patient underwent mesh implantation on (B)(6) 2009 due to pelvic organ prolapse of bladder and incontinence. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue, extrusion, pain, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, severe bladder cramps and spasms requiring numbing injections, and rash. The patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent the following procedures: (B)(6) 2009: revision of graft exposure with cystope due to extrusion, pain and infection; march 2012: mesh explant due to failure of mesh. (B)(4) ¿ urinary problems; bowel problems; undefined recurrence; dyspareunia; rash; bladder cramps.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat dysmenorrhea, menorrhagia, symptomatic cystocele, and recurrent high grade dysplasia concurrently with lavh, anterior colporrhaphy, colpopexy, and a cystoscopy. It was reported that the patient underwent mesh revision of graft exposure with a cystoscopy on (B)(6) 2009. No additional information was provided.